Event description:
The manufacturer received information alleging a ventilator's touch screen was not responding. The device was not in patient use. The customer was advised to cycle the power on the device to correct the issue.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's touch screen was not responding. The device was not in patient use. The customer was advised to cycle the power on the device to correct the issue. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.